Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a microneurosurgey procedure an apollo system generator. During the procedure, the generator would not function unless the "on" button was depressed. The button was held down for the entire procedure. The procedure was completed and there was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the complaint has been evaluated. The complaint indicates that the on/off switch on the apollo generator did not stay depressed. The complaint was confirmed after connecting the generator to a standard 110v outlet. As part of the investigation, the supplier of the generator ((B)(4)) was then notified of the failure. The supplier informed penumbra of six generators that recently failed final inspection due to the same issue. A scar has been issued to the pushbutton supplier. The appropriate correction will be implemented prior to additional generators being shipped to penumbra. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the complaint has been evaluated. The complaint indicates that the on/off switch on the generator did not stay depressed. The complaint was confirmed after connecting the generator to a standard 110v outlet. Penumbra's supplier quality has been notified. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.